Manufacturer narrative:
(B)(4). The customer, a biomedical engineer evaluated their device and verified the reported issue. The therapy pcb assembly was replaced. During the course of the repair, the biomedical engineer said that he dropped a screw inside of the device which resulted in the device rebooting itself. There was no power issues prior to working on the device. The device was sent to physio-control for further evaluation. Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. Physio did observe that the device was unable to power off. The device was disassembled and all internal connections were re-seated. After reassembling the device, proper operation was observed. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer, a biomedical engineer contacted physio-control to report that during testing, their device was unable to detect the connection of the defibrillation therapy cable. The customer advised that the device prompted them to ¿connect cable¿. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use for the reported event.